Manufacturer narrative:
(B)(4).

Event description:
During analysis of the unit, it was observed that the unit had no alarm sound. There was no patient involved.

Manufacturer narrative:
Covidien/medtronic reference number: (B)(4). Covidien found no audio alarm during service of the unit. Found that the speaker wire internal crimp was slightly spread causing poor connections. The wire set was replaced.